Manufacturer narrative:
Date of event estimated based on aware date as event date was not reported.

Event description:
It was reported that acute thrombosis was encountered. A synergy xd drug eluting stent was implanted for treatment. Afterward the patient experience acute thrombosis due to the patient possibly not being heparinized. Additional information has been requested.